Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the complaint, the keypad buttons and audio bolus button was found to be intermittently responsive. The keypad cover was removed and contamination was found under the key contacts and audio bolus button. The keypad cover was found to be intact with no damage or peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.